Event description:
Clinic notes dated (B)(6) 2014 reported that the patient ¿had several seizures in 1 week some weeks ago. In general seizures have been uncommon.¿ the notes reported that the patient generally has one seizure per months, ¿up to 3-4 per months, occasionally has a month with no seizures.¿ the patient¿s depakote medication was increased, and the plan was for the patient to return to clinic if condition worsened. Good faith attempts for additional relevant information have been unsuccessful to date.